Event description:
The user facility reported that the physician had used the angio-seal system according to the instructions for use (IFU). As he went to cut the suture, he noticed that there was no suture. All steps were performed without any problems. The system was removed, and manual compression was done. There was no significant loss of blood, and there was no harm to the patient. Additional information was received on 17 oct 2022: the type of procedure performed for the patient prior to using the closure device was a neurorad intervention. An 8fr procedural sheath was used. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The issue occurred during the pull back, and the entire device came out during this step with no suture visible. The patient was stable.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. Two 8fr angio-seal vip devices were returned for product evaluation. Both samples were found to have been unopened and unused. The devices were opened and visually inspected. All components were found to have been intact and no issues were found with either device. Functional testing was performed by opening the carrier tubes and attempting to deploy the internal components. Both carrier tubes were able to fully deploy, and all internal components were intact. No issues were identified with either device. The complaint was unable to be confirmed as the complaint device was not returned for analysis. The exact root cause of the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the distal tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).